Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula which led to hyperglycemia event on (B)(6) 2026. Due to bent cannula, patient experienced symptoms including headache, nausea and the blood glucose level peak 401 mg/dl . No further information available.